Event description:
It was reported that the patient exhibited worsening shortness of breath, fatigue, and dizziness. The physician felt that the symptoms were related to the patient's heart failure. The patient was changed to "lv2 only" with no relief of symptoms, and was then changed to "dual lv" with some relief to symptoms. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.